Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and none calcified lesion located on the proximal lad artery exhibiting 99% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery to the lesion. The dislodged stent migrated to the diagonal branch and was crushed against the vessel wall using a similar sized stent. The procedure was completed using a third stent prior to crushing the dislodged stent. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.